Event description:
It was reported by a foreign hospital that during a gynecological procedure, a patient sustained third degree burns to the back left and right thighs during treatment with a lumenis compact co2 30c laser. The patient is reported to have required skin grafts.

Manufacturer narrative:
An examination of the subject device by a lumenis technical expert concluded the device operated to manufacturer specifications. Subject device malfunction is not the suspected root cause of the event reported. Lumenis technical and safety experts investigated the event report by visiting the user facility. The investigators were informed that the physician was reported to have test fired the laser onto the right end portion of the drape. The laser energy was determined to have passed through the drape and into the polyethylene pad positioned under the patient. The operating room staff noted smoke and removed the drape, inadvertently allowing air to get to the smoldering pad which then ignited. Heat from the burning pad caused the reported patient injuries. A review of subject device labeling found that labeling describes the safe use of the device and discusses prevention of explosion and fires: "1.6. Explosion and fire hazard: do not operate the unit in the presence of flammable anesthetics or volatile substances such as alcohol, gasoline or solvents. Flammable drapes, surgical gowns, gauze and other ignitable materials must be kept out of the beam path. The use of nonflammable materials and instruments is advised. Flame retardant surgical drapes, gowns, etc., are recommended. A readily accessible fire extinguisher in the vicinity of the unit is also recommended." Additionally, subject device IFU discusses in detail the appropriate procedures to avoid accidental laser fires in the professional use section. Lumenis personnel conducted a safety briefing with the hospital as a reminder of the safe use of laser equipment in the operating room.